Event description:
0ne sales representative reported to one distributor who reported to co that in 2000, one revision was performed of a periprosthetic femur fracture, three months post-operatively, wherein three more proximal 1.7mm cerclaging cables broke in two. The cables had been applied to a 10-hole bone plate with positioning pins; three above and three below the hip stem. The non-complaint pt was reported to have early weight bearing by moving iron gates. It was reported that, "the end of the stem appeared to have shifted laterally at the fracture line, putting undue stress to the lateral plate and cables."